Manufacturer narrative:
This report is for an unk - plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown plate has an unknown issue. The surgeon did not tell that the failure was due to femur fracture. The reporter did not know what plate was used but had previously implanted the plate and used synthes products. It is unknown how the issue was discovered. Patient nor procedure involvement was unknown. This complaint involves unknown number of devices. This report is for (1) unk - plates. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the device which was then converted to a distal femur. The patient experienced the femur fracture on an unknown date. It is unknown which plate was used in the corrective procedure.